Event description:
It was reported that customer¿s pump displayed malfunction alarm when starting, which prevented access to pump functions, and no blood glucose readings or additional clinical details were provided. There was no reported adverse impact to the customer¿s blood glucose level. Customer¿s pump was replaced and original device was scheduled for return so distributor and technical support could evaluate malfunction.